Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that post operation, course was complicated by persistent lactate dehydrogenase (ldh) elevation concerning hemolytic anemia in the setting of partial left ventricle recovery with ejection fraction of 45%. Due to positive tobacco screening and poor financial and social support, the patient was not considered a transplant candidate so underwent heartmate 3 implantation without significant complications. A computed tomography showed more than 50% diameter stenosis in the bend relief segment of the outflow graft, compared to previous study, narrowing has increased. They underwent extrinsic outflow graft obstruction (eogo) release and incisional hernia repair without significant complication. The patient had been discharged home.